Manufacturer narrative:
The baxter technician found the patient foot controler needed to be replaced. Per the baxter user manual: to install the pendant into the siderail 1. Position the pendant next to the opening in the intermediate siderail or head-end siderail, depending on the cable length. 2. Insert the top edge of the pendant into the siderail so it engages the upper section of the siderail. 3. Rotate the lower edge of the pendant in until it clicks into position inside the siderail. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the patient foot controler to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report stating that versacare frame head of bed was going up on its own. The bed was located at the account and occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.